Manufacturer narrative:
The hill-rom technician found the brakes casters, steer caster, and pedal inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the brake casters, steer caster, and pedal to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located at the account in medsurg. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).